Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00065. Reference MFR report: 3008829311-2017-00066. It was reported the patient ((B)(6)) experienced a loss of stimulation. Additionally, the patient indicated she had been twiddling the ipg. Surgical intervention was undertaken on (B)(6) 2017 and intra-operative diagnostics of the lead showed no impedance issues and stimulation was able to be achieved. At that time, the physician elected to not replace any product or perform testing of the extension. The patient will undergo further surgical intervention at a later date. The manufacturer requested the implant dates as well as the extension device information, however it was unable to be provided.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00065; reference MFR report: 3008829311-2017-00066. Follow-up information indicated further surgical intervention was undertaken in (B)(6) 2017 (exact date not provided) and the ipg was relocated from the abdomen to the patient's buttocks due to the patient twiddling the device. Also, the extension was found to be visibly twisted and it was explanted and replaced. No issues were reported with the lead. The patient's healthcare providers reported the issues were resolved.